Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter balloon deflated prematurely. Subsequently, the catheter dislodged from the patient. The patient suspected that there was a hole in the balloon.

Manufacturer narrative:
The reported issue (it was reported that the balloon on the catheter deflates prematurely, therefore the catheter comes out of the patient. The patient thinks the catheter has a hole in the balloon) was confirmed as cause unknown. Per visual evaluation no damages along the catheter were found. During the functional evaluation the balloon was inflated 10cc of air using a syringe and it was deflated. After the balloon was inflated with 10 cc of a mix of tap water and blue methylene using a syringe, the water came off due to a pinhole. The sample was observed under 10 x magnification and no embedded particles were found on the balloon area. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿recommended inflation capacities. 3cc balloon: use 5ml sterile water. 5cc balloon: use 10ml sterile water. 30cc balloon: use 35ml sterile water. Do not exceed recommended capacities. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use" (B)(4).

Event description:
It was reported that the catheter balloon deflated prematurely. Subsequently, the catheter dislodged from the patient. The patient suspected that there was a hole in the balloon.